Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were high svc and hvb impedances of greater than 200 ohms, and noise with manipulation on egm. A lead fracture was suspected. The lead was capped. No patient complications have been reported as a result of this event.